Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient identifier= (B)(6). Patient information: no further patient information was provided. (B)(6).

Event description:
The customer reported a falsely depressed alinity I tsh result. Sample ID (B)(6) generated a result of 0.082 miu/ml on the alinity I assay. A new sample was collected and tested on the architect tsh assay. Sample ID (B)(6) generated 1.9 miu/l on the architect assay. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the alinity tsh assay. Normal complaint activity was identified for reagent lot 88417ui00. Returns were not available, therefore sample specific testing could not be performed. An internal panel which mimics patient samples was tested with retained kits of the likely cause reagent lot. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the alinity tsh assay was identified.